Manufacturer narrative:
Following the event, the user facility's biomed department inspected the table and were unable to duplicate the reported event. A steris service technician arrived onsite to inspect the 5085 surgical table. He tested the table's function and articulation and inspected all connections. The technician found the table to operating according to specification; no repairs were required. The reported event could not be duplicated. Based on the description of the event, the likely cause of the reported event is user facility personnel inadvertently raising the table via the hand control. The technician counseled the user facility on proper use and operation of the 5085 surgical table. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table raised in height without being commanded to do so. No report of injury or procedure delay. The procedure was completed successfully.

Manufacturer narrative:
The steris legal department was contacted on (B)(6) 2020 regarding an alleged injury associated with a 5085 surgical table. We reviewed our records and confirmed the event is the same event which was reported in MDR , filed (B)(6) 2018. During the investigation in 2018, the user facility did not report an injury to the patient. A follow-up MDR will be submitted should additional information become available.